Event description:
Since (B)(6) 2025, I have been actively, and desperately, attempting to secure a response regarding this refund. Despite my persistent efforts, customer service has completely ceased communication. My last direct communication, a screenshot highlighting a clear discrepancy between your current demands and byte's initial notification letter, was sent on january 29th. The silence since then is deafening and frankly, an insult. This deliberate lack of follow-up and communication blockage is a grave demonstration of negligence and a blatant disregard for patient well-being. I have meticulously documented every interaction, every phone call, and every unanswered email, and have compiled a comprehensive folder of over 30 documents as irrefutable evidence. Should this complaint not result in an immediate resolution, I am fully prepared to pursue all available legal avenues. My journey as a byte patient spans nearly three years, a period that was supposed to result in a corrected smile but has instead devolved into a prolonged nightmare. My initial 15-week treatment plan has not just "ballooned" but has catastrophically spiraled into an endless cycle of compounding dental issues and profound frustration. The issues I have endured include, but are not limited to: countless, persistent problems with retainers: these issues have directly contributed to the overall failure of the treatment. Consistently disjointed, unprofessional, and unresponsive customer service encounters: these interactions have not only significantly delayed the resolution of my treatment inquiries but have actively exacerbated my issues by providing no effective support. A significantly misaligned bite: my bite is now worse than before treatment began, causing ongoing discomfort and functional problems. New, significant gaps created by the byte aligners: these unexpected gaps, which were never present before treatment, have directly led to the development of new cavities, requiring further painful and costly dental intervention. Impacted teeth: a direct consequence of the failed treatment, this has caused immense discomfort and presents the very real risk of long-term damage requiring complex and expensive oral surgery. Severe gum recession: another alarming and direct consequence of byte's treatment, this condition can lead to increased tooth sensitivity, root decay, and even tooth loss. Adding insult to injury, despite these severe and undeniable issues directly caused by byte's product and processes, byte is now refusing to honor its own written notification letter. They are demanding that I obtain documentation that they explicitly stated they would acquire themselves. This is not merely a breach of your own stated procedures; it is a calculated attempt to evade responsibility and further detriment my oral health and financial well-being. I have already invested nearly $2,000 in a "treatment" that has demonstrably caused more harm than good, and I will not bear the burden of further costs to rectify byte's failures.